Event description:
Reason for revision: patient was experiencing pain

Manufacturer narrative:
The report concludes: following investigation by (B)(4), notification was received that: root cause: undeterminable, from the limited information it was not possible to determine the reason for the revision. The performance of the duofix trays was reviewed in CAPA (B)(4) with corresponding hhes. Product performance was defined as acceptable. It is likely in this case that several factors combined ¿ such as patient factors, surgical procedure, surgical process and implant design. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.